Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and confirming reported complaint. Proceeded with troubleshooting and replaced main board and datasets. While completing helium mounting portion of visual inspection it was discovered that the helium tank valve knob was damaged - part was replaced. Full safety, calibration, and functionality checks were completed in accordance with service manual. All checks passed factory specifications. Device was released for clinical use upon completion. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was discovered while servicing another machine, the cs300 intra-aortic balloon pump (iabp) units helium tank valve knob was damaged. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: h4.